Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. After the day of the treatment, the fse (field service engineer) optimized z-offset, inclined offset and successfully completed system verification to specification. No parts were replaced. Therefore no sample was received for failure analysis. Review of the logfiles for the day of treatment shows during start up, the vacuum check, the energy check and the ablation checks were performed without issue. The images of the ablation checks show valid and good tests. The logfile shows successfully performed treatments without error or relevant warning. According to the user manual, the user used energy settings which are within the defined recommended arrangement of pulse energy. During the whole day, the user performed the energy check in the required time range and the energy stays stable during the day and shows no abnormalities. No technical problem with the system can be identified by reviewing the logfiles. No technical root cause could be identified as the laser was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that the laser is cutting approximately 30 microns too thick in a patient's left eye during a refractive treatment. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.